Manufacturer narrative:
Philips service replaced the ethernet switch and ps ui_coll_ID_unit, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that room startup required three attempts on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.